Event description:
It was reported that prior to an unknown procedure, the seals are broken on two of the devices' packaging. No additional information is available.

Manufacturer narrative:
(B)(4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The abbott sales representative reported the cell-dyn 4000 vent needle was bent. The cell-dyn analyzer history was checked where it was observed three cell-dyn vent needles were broken. The customer was advised to replace the vent needle and the issue was resolved. There was no impact to patient management.